Event description:
Smartez pump (se0200-100, lot# s8e46) containing daptomycin 350 mg in 0.9% sodium chloride 100 ml would not infuse. Line flushing without problem. Rn disconnected / reflushed / reconnected and then it eventually infused.